Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary, the device has been explanted, but will not be received for investigation.

Event description:
The patient no longer has any sound percept with the device. No reports of accident or trauma have been received. The patient was re-implanted, but the device is not available for investigation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has no sound percept with the device. No reports of accident or trauma. Re-implantation is considered.